Manufacturer narrative:
The implicated product is a 4.0 fr. PICC. The product received for evaluation is a 4.0 fr. Single lumen catheter with a gray, two-piece connector attached. This assembly measures 22.05 inches long. Five depth markers are printed on the radiopaque stripe. The most proximal is the 5-dot marker located 1.9 inches from the proximal end of the connector. Adhesive residue is found on the connector and strain relief and dried blood and medicinal or decontamination residue can be seen in the catheter lumen. Accompanying the complaint sample is a 11.6 inch long i.v. Extension set and a valved luer cap. Both are unremarkable. No suture wing is included with the complaint sample. A lot history is not possible as no lot number is provided. Tactual exam of the catheter is remarkable only for residue densities within the catheter lumen. Patency testing is performed using a water-filled 12cc syringe. Only drops of water exit the valve, however, a ballooning of the catheter is observed 3.4 inches from the proximal end. No leaks are noted. Under 5x magnification the ballooning presents as a swelling of the outer diameter with blanching of the blue stripe. Catheter flushing is further attempted by attaching a small bore blunt connector to the syringe and flushing water through the valve to the proximal end. Clotted blood is mobilized within the lumen, the ballooning recurs, however, the occlusion remains. Microscopic examination of the catheter's outer diameter is remarkable for additional adhesive residue on the proximal end of the catheter and a perpendicular crease less than .1 inch distal to the strain relief. A less severe crease is noted at the distal most dot of the 5-dot depth marker. No associated damage is observed. The crease may be a result of tubing kinks under dressing material. No impressions are found in the outer diameter suggesting a suture wing had been secured in place. Magnified (10x-21x) views of the connector after retracting the strain relief and disassembly reveals the proximal end of the catheter and the compression ring to be firmly in place. Attempts to disassemble the catheter from the distal connector piece are unsuccessful. The complaint of subcutaneous catheter leakage is unconfirmed. Despite the catheter thrombosis, the entire lumen can be filled with water from either the proximal end or through the valve at the distal tip and pressurized without leaks occurring. The complaint file documents the PICC was placed 12-15-96 in the right arm. The incident took place 1-10-97 with patients complaints of an inability to flush the catheter accompanied by pain in the right shoulder and neck and swelling in the face and arm. While the symptoms (by themselves) are not definitive, the question of catheter tip placement is raised. The complaint file does not document any verification by radiographic exam.